Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was dining at a restaurant when they experienced feeling dizzy and fell to the floor. The patient did not lose consciousness but was having trouble staying conscious. The restaurant staff provided orange juice and a friend called an ambulance. When the paramedics arrived 30 minutes after and took a fingerstick, the cgm was reading 85 mg/dl and the blood glucose reading was 40 mg/dl. The patient had recovered by then and no further treatment was needed. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.